Event description:
During an in-clinic follow-up, the patient was feeling discomfort. After interrogation, the device was found to be in back-up mode (bvvi) due to bit flip. Additionally, during interrogation, while in bvvi, the model number was showing incorrect. The device had a firmware update which resolved the bvvi and corrected the model number in the programmer records event. The patient was stable with no consequences.